Event description:
It was reported that the atrial lead exhibited noise which could be reproduced with isometrics. The patient would be monitored.

Manufacturer narrative:
No medwatch form was received.